Event description:
Additional information received from a consumer reported the circumstances that led to the early pump battery depletion included the patient having pleurisy the month prior, so it was hard to breath deep. The patient's symptoms of feeling yucky resolved. The pump was used to infuse fentanyl 3,000 mcg/ml at 1,040.3 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. The indications for use were noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient's first pump battery "died a year too soon." She was feeling "yucky", so she went in and the healthcare provider (hcp) withdrew "way too much medication from the pump," indicating it was not working. The patient had since had her pump replaced. No outcome or pump medications were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.